Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
A specific root cause was not identified. Calibration and quality control results were within expectations. Reagent was handled by the customer according to the instructions. Assay performance checks were acceptable and instrument maintenance by the customer meets recommendations. Based on the information provided, the clotting time the customer is using for samples is 15 minutes. Thirty minutes is typically required for clotting time. Insufficient clotting time can lead to discrepant results.

Event description:
The user received a questionable human chorionic gonadotropin (hcg) result for one patient sample. All the results are in miu/ml. The original result was 30.47 with a data flag and was reported outside the laboratory. Two days later, a new sample was drawn from the patient which gave an hcg result of <2. No actual sample result data was provided. The original sample was then repeated three times on (B)(6) 2010 and the results were all <0.100. The patient was "in a holding state" until the second specimen was drawn and resulted and was not adversely affected. The human chorionic gonadotropin reagent lot number was 15739702. The field service representative could not find an instrument cause and stated there was possibly a microclot in the sample. He verified the sample and ran performance tests which passed.